Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer cleared alarm, resumed insulin delivery.